Event description:
This ra lead was implanted on (B)(6) 2016 and remains united states implanted as of this time. A call was made to technical services on (B)(6) 2017 stating that this lead showed noise that appeared to be consistent with oversensing of the minute ventilation feature. Technical services suggested programming mv off. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).